Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a lead warning for low impedance and the two right ventricular leads, which had been adapted to allow for bipolar programming, had a polarity switch from bipolar to unipolar. The leads remain in use in a unipolar configuration. No patient complications have been reported as a result of this event.